Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibro") and visual impairment ("eyesight has gotten worse"). The patient was treated with surgery (full lapo hysto). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the fibromyalgia and visual impairment was resolving. The reporter considered fibromyalgia, medical device removal and visual impairment to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, fibromyalgia and visual impairment. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.